Event description:
It was reported that the device decided to abort the shock as the episode spontaneously terminated but the shock was still delivered. The device remains in use. No patient complications have been reported as a result of this event.